Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as lack of familiar support and adherence to the program. It was not reported if the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient outcome was unknown. Action taken with pd therapy were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.